Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/18/2015 and found that the diluent filters (fls1 and fls3) were depriming and causing the probe to drip. The fse replaced the diluent filters to resolve leak. Per the instrument instructions for use, the customer is to change the diluent filters at specified intervals. However, it is unknown whether the customer had changed out the filters at the specified interval. The fse performed verification of instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported an uncontained clear fluid leak of approximately two drops upon each startup cycle on a coulter ac·t diff analyzer. There were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.